Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received 44 inappropriate shocks due to twave oversensing. The field representative indicated that this appeared to be a rate dependent morphology change with t-wave oversensing as when the patient got there sinus rate around 150 to 170 beats per minute the t-wave became large. It was noted that the patient has dementia, is on dialysis and has very low potassium levels. A review of both the treated and untreated episodes found low rwaves and large twaves. Noise was also observed on many episodes. During the noise the rwaves decreased and twave oversensing occurred. Therapy was exhausted in at least one of the episodes due to the inappropriate shocks. Non-invasive programmed stimulation (nips) was performed and isuprel was given to the patient in order to determine rate changes with increased heart rates. After multiple attempts at programming around the twave oversensing, the physician opted to turn therapy off in the s-ICD. The s-ICD remains in service, however therapy is currently programmed off. No additional adverse patient effects were reported.